Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, due to sensor error, patient noticed that sensor wire was missing. Patient is concerned that sensor wire is still inserted inside her skin. However patient states that she can't see or feel anything inside her skin and that the insertion site looks fine.